Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found foreign matter spilled out when the balloon channel was brushed. The foreign material (roughest contamination) as noted by service repair was removed. Furthermore, the following findings during inspection were noted below: mouthpiece pin detached. Forceps port has a cut. Dents on probe unit, acoustic lens found peeled off. Fibers breaking on light guide bundle. Image bundle defective. Connector corroded, seat holder corroded. Angulation low specifications. Distal end, balloon channel clogged. Grainy image (ccd unit), lens foggy. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of leakage in all machines, not manual. There was no patient harm reported. No user injury reported. Device evaluation found foreign matter spills out when the balloon channel was brushed. This report is being submitted for foreign material falling off from the channel (reportable malfunction of insufficient cleaning).